Manufacturer narrative:
Information received in the service request and pictures of the device in question verify the reported event is consistent with a previously identified issue with setup instructions not being followed. The issue has since been addressed.

Event description:
It was reported to midmark that a led light and post that connects to the ceiling became loose resulting in the assembly to fall. At the time of the incident the office personnel (assistant) was pulling the light towards her while cleaning it. There was no patient sitting in the chair at the time of the event. The office reported the assistant received light bruising, but did not seek addiitional medical attention. Midmark is reporting this incident due to previous reporting of similiar incidents.